Manufacturer narrative:
Boston scientific received information that upon receipt to the (B)(4) laboratory, a visual inspection revealed cuts in the silicone abrasion sleeve 210 mm from the terminal pin. The distal end of the proximal spring electrode is separated from the lead body insulation. The helix is retracted. Resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix functioned appropriately during analysis. Analysis could not determine a reason for the reported clinical allegation.

Manufacturer narrative:
According to available information this lead was removed and returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
- -

Event description:
Boston scientific crm received information that during the implant procedure, difficulty was encountered positioning this right ventricular lead despite several attempts. A further attempt to position this lead in the right ventricle septal position revealed oversensing on the right ventricular channel. In addition, the helix would not extend or retract. It was thought this lead had dislodged. The lead was removed, replaced with lead ((B)(4)). The lead will be returned for analysis. No adverse patient effects were reported.